Event description:
It was reported to philips healthcare that during preventative maintenance, it was noted that the heartstart xl battery was damaged.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.